Event description:
A patient with history of end-stage renal disease most likely secondary to diabetic nephropathy. Patient receives hemodialysis three days a week. In 2008, patient began to experience nausea, emesis, and flushing 10 minutes prior to the end of her treatment. She was sent to ER for an evaluation and was admitted to the hosp. ER attempted to draw blood, however, all attempts to draw the blood resulted in hemolysis of the specimens, blood noted to be very dark maroon color. Lab described the cells like empty ghost cells with no central hemoglobin. Admission diagnosis was acute hemolysis with hemoglobinemia probably r/t some physical event during dialysis, profound anemia. Patient remained hospitalized for twelve days in 2008. During course of hospitalization, patient gradually began to improve and had no problems with active hemolysis at time of discharge. Case review revealed no identifiable cause for the hemolytic reaction. All physicians agreed this was an unusual reaction that continued for a number of hrs after the dialysis treatment. Nursing staff recalled hearing a "sucking" sound at the beginning of the treatment, but as treatment continued, the sound seemed to subside. Some in attendance at the review suspected that the cartridge may have been the cause of some problem that led to this reaction. Unfortunately, the cartridge was not saved following the event and therefore, our engineering dept was unable to perform on inspection of the device. Discussion during review that an urgent safety product notice from gambro on their blood set occlusion cartridge -which was the product used during this patient's treatment- had been issued on four days after the original date, stating that the potential defect "is a partial or total occlusion -blockage- of the arterial -red- connector to the dialyzer which could pose a risk of hemolysis to the pt". Although we are uncertain that this was the cause of the pt's hemolytic reaction, decision reached to report as a potential cause of the reaction.